Event description:
It was reported the patient had a granuloma and 80% of mass was removed. The catheter was surgically revised below the mass in 2007. No other symptoms or outcome were reported. Additional information has been requested, a follow-up report will be submitted if additional information becomes available.